Event description:
Device malfunction: none. Time of symptoms/ae: after the procedure. Symptoms/ae: death. The following events were noted through a periodic article review. A prospective study was conducted in 499 patients with 535 lesions to evaluate the safety and efficacy of lesion tailored selection of neuroprotection and stent devices for carotid artery stenting (cas) procedures. Thirty six patients had bilateral disease and half of the patients were symptomatic. In-hospital and 30-day events included: 4 deaths, all from intracranial bleeding confirmed by CT (3 were a hemorrhagic transformation of a previous infarct scar). There was 1 further sudden death between hospital discharge at 24 days post cas, no postmortem was performed. Age greater than 75 years was a predictor of short-term death as well as coronary artery disease. The patients were discharged home at 2 to 18 days after cas. The article does not correlate the adverse outcomes to a specific device/manufacturer and no device malfunction was described. No additional info was provided. The article cites 2 hospitals where the procedures were performed.

Manufacturer narrative:
This report involves cases noted in an article. No devices were available for analysis. The lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: article: md, phd, et al; "carotid artery stenting with pt - and lesion - tailored selection of the neuroprotection system and stent type." J endovasc ther 2008;15:249-262.